Event description:
It was reported that the, "hemostasis valve cap is missing" on the catheter introducer sheath. This was discovered during a procedure. The procedure was completed successfully without any delay. There was no medical treatment or intervention required and no adverse consequences associated with this event.

Manufacturer narrative:
An investigation has not yet been completed for this event. A supplemental report will be submitted once the investigation is complete.

Manufacturer narrative:
The investigation was completed, however, a component of the device was not returned for evaluation. Because that specific component was not returned with the device, a definitive root cause was not able to be determined. The initial (B)(4) report was filed in order to meet the 30 day requirement and was based solely on an preliminary assessment of the complaint. After further review of the reported complaint and internal documentation, it was determined that the chance that this complaint could cause or contribute to an event is very remote or very unlikely.

Event description:
It was reported that the, "hemostasis valve cap is missing" on the catheter introducer sheath. This was discovered during a procedure. The procedure was completed successfully without any delay. There was no medical treatment or intervention required and no adverse consequences associated with this event.